Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. It was reported that the recharger (insr) was taking forever to charge the ins, the insr was over heating constantly and patient was seeing the thermometer screen. No further complications were reported/anticipated.